Event description:
It was reported that the drive support cap was loose and sticking out, and the customer has not noticed how it happened. It was mentioned that the reservoir compartment has a crack. No further information was provided.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked lcd display window corners and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.